Event description:
Information reported by facility infection control rn: on (B) (6)2010 - patient implanted with mesh for hernia repair. On (B) (6)2010 - patient was diagnosed with a post operative wound infection. Wound was debrided, cultures obtained which show (B) (6) as organism growing in wound. Patient prescribed antibiotic therapy and wound care dressing changes. According to the medical records provided: on (B) (6)2010, patient admitted to the hospital for repair of an umbilical hernia. On (B) (6)2010, patient admitted to the hospital for a post-op incisional wound infection. CT scan of abdomen. On (B) (6)2010, repeat CT scan abdomen impression: dumbell shape collection of fluid and air, at 4cm superficial to the peritoneum and 4cm deep to the peritoneum, at the surgical site. Could represent hematoma or abscess appeared unchanged to prior day's exam. No evidence of bowel loop involvement. On (B) (6)2010, abdomen wound culture results revealed: (B) (6). During the hospital stay, patient received IV and oral antibiotics, abdominal incision wound dressing changes, and pain management. Patient discharged home on (B) (6)2010.

Manufacturer narrative:
This MDR includes all, patient, event and device's information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Based on the provided medical records, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.